Event description:
Staff members noted the rental bear 3 ventilator went inoperative on a pt at 0705. Ventilator rented. Vendor picked up ventilator on 2/27/00 and released by dept mgr. Therapist was in pt's room when ventilator malfunctioned and was able to immediately assist the pt with respirations via ambu bag. The pt was not in any distress and hosp rt exchanged the bear 3 for a bear 5 ventilator.